Event description:
Related manufacturer report number: 2017865-2024-71672; 2017865-2024-71673 it was reported that the patient presented for interrogation in clinic and demonstrated dysfunction of both device leads. Significant elevated capture thresholds were observed on the right ventricular (rv) lead and subsequent rapid battery drainage was observed on the pacemaker. The entire system was explanted. The patient was stable before and after the procedure.

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-71672; 2017865-2024-71673.

Manufacturer narrative:
The reported event was ¿dysfunction of both device leads¿. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.